Manufacturer narrative:
Continuation of d10: product ID 97745; serial# nld020123n; product type programmer, patient; UDI#: (B)(4) h3. Analysis of the controller found non-conformances. The stim button bosses were broken on the lcd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that the controller wouldn't turn on and wasn't taking a charge from ac power. Caller said they tried resetting controller, but that did not resolve the issue. Caller confirmed ac power supply had a green light on. Caller plugged controller into ac power supply without li battery and the controller did not power on and green light on controller didn't illuminate. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information received from the patient. Pt rep call back because they received the replacement controller, but still saw the "battery empty, cannot continue, recharge the controller" message even when the controller was plugged in all night. Patient services specialist (pss) discovered the pt rep had aa batteries in the replacement controller instead of the li battery pack. Pss helped the pt perform a reset of the controller, but they saw the "software problem: cannot continue: call medtronic: 1_intellis, 2_3.6, 3_245 , 4_enter sm.c" message. Pss helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pss reviewed the external equipment was functioning and suggested the pt continue recharging the controller battery, then pair the controller to the implanted neurostimulator (ins) afterwards, and call back if necessary.